Event description:
During a follow-up, noise on the right ventricular (rv) lead was noted potentially due to lead damage. No further intervention was performed at this time and the patient will continue to be monitored. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high capture threshold, noise, and decreased sensing were observed on the right ventricular channel. Reprogramming the right ventricular lead from a bipolar setting to a unipolar configuration was successful and the patient was in stable condition.

Event description:
Additional information confirmed oversensing was present.